Manufacturer narrative:
Approximate age of device - 1 year. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found expired in home by the family. The cause of death is unknown. The vad coordinator had not seen the patient for several days. It is unknown whether the equipment was operating as expected as the patient was taken directly to the funeral home. No autopsy was performed and the device was not explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event could not be conclusively established through this evaluation. The pump was not explanted and will not be returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.